Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a 808:07 failure code. There was no report of when this condition occurred. It was reported to have occurred in the general pt ward. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty pump head module (phm). The phm was replaced to correct this condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.